Event description:
A vari-lase 55cm sheath was used during an endovenous laser procedure, and the laser fiber reportedly burned the distal end of the sheath. A segment of the sheath was left in the pt's leg. The vessel was ligated, but the sheath segment was not located. No pt complications were reported.